Manufacturer narrative:
No belt clip received with unit. Unit received with damaged keypad overlay texture and tiny whole through select button on keypad overlay. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and missing end cap address label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell due to broken belt clip. The insulin pump was damaged. There was a hole in the insulin pump under the screen in the front of the keypad. The customer¿s blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.